Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test and no unexpected a33 alarm noted. The insulin pump was received with normal operating currents and passed the self test, a21 error test and off no power test. The insulin had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed a compromised force sensor error during the priming process. The blood glucose reading was 3.8 mmol/l. There were no significant events prior to the alarm. The insulin pump was replaced on the same day.